Manufacturer narrative:
Device passed self test and displacement test. Program correct time/date and monitored 12 days. No unexpected time/date anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had time clock anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer states the loss is greater than 3 minutes within 10 days. Customer states that they had this issue for about 6 months. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.